Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and found customer reported a vision problem error message when the scope was inserted during setup; the scope was not used. Endoscope failed to provide video during in-house testing due to an electrical or communication failure, showing the error - check endoscope cable connection/endoscope self-test failed. Additional observation: endoscope failed to provide video during in-house testing due to an electrical or communication failure with the camera module¿s temperature sensor, triggering the error - avoid contacting tissue. Endoscope temperature is unknown. Endoscope was found to have distal end damage, with the distal window at the tip cracked. Endoscope showed mechanical damage at the distal tip, with a broken or detached piece that could potentially fall into the patient. The proximal over-molded section of the cable assembly in zone b (middle third of the endoscope cable) was found delaminated. Endoscope had cosmetic damage, with discoloration observed on the cable integrated connector housing. Endoscope cable integrated connector showed mechanical damage, including scratches, indentations, and broken or missing pieces at the proximal end. Endoscope failed to provide video during functional testing due to an electrical or communication issue, but displayed color bars in both eyes when connected to the in-house system. Endoscope testing on an in-house system showed an electrical failure in the camera cable. Endoscope failed in-house diagnostic testing, with all local buttons not functioning properly. Endoscope evaluation revealed a camera instrument adapter defect. Friction testing showed improper rotation and binding, caused by the endoscope adapter shaft bearing. The complaint was confirmed by failure analysis. The probable root cause of the failed self test cannot be determined as per the failure analysis results. However, the probable root cause might be attributed to a failing coaxial cable. The probable root cause of the detached fragment is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia tar surgical procedure, the 30° endoscope plus displayed an error message when was inserted during set up. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.